Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was missing. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated; on inspection found the air detector dent. It was recommended that the air detector be replaced as a corrective action. The root cause was traced to customer damage. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pumps' air detector was damaged. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.